Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress, and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2648988-2020-00021.

Event description:
This is 2 of 2 reports. A customer reported that after the ins9020 limitorr volume limiting evd was connected to the patient, the tubing at first stopcock became disconnected. The customer replaced the item with a second limitorr product, and experienced the same issue. A third limitorr was used, and worked fine. There was no patient injury reported, and no known surgery delay. This was used for a lumbar drain procedure on (B)(6) 2020. Additional information has been requested.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(6). The reported condition was not confirmed because the complaint unit was not returned for evaluation. The documentation review did not identify any anomaly during the manufacturing and packaging processes that could be associated to the reported condition. During the manufacturing process of this product, leakage and occlusion tests are performed to all units to ensure a proper assembly is completed. Thus, the root cause of the reported condition could not be determined.

Event description:
N/a.